Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was unresponsive, preventing any login attempts. A force reboot of the station was attempted, but the issue continued to occur.a technical support specialist successfully deployed the 10000407599-01 rss agent 4.12 med and pas package (build 6) in the rss environment. The installation was completed, and the station was rebooted. The medapplication has been launched, and users can now log in.the system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system screen became frozen during medication application. The customer reported that the user noticed the issue but was still able to dispense with medications from alternative stations. There were no adverse events or injuries reported based on this incident.